Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was cut and the green +3.3v wire was open inside the trunk cable. The cause of the inability to communicate is the cut cable and open wire. The root cause of the cut cable and open wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.